Event description:
The patient received his renew receiver on (B)(6) 2004. It was reported the patient was having intermittent stimulation. The patient was scheduled to be reprogrammed. Attempts to follow up for status have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.